Event description:
The customer reported that while the ventilator was connected to a patient,the ventilator posted the error device failure (6). There was no patient injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.

Manufacturer narrative:
The observed error messages point to internal communication problems with the gas mixer and dosage module of the workstation. The complete device was returned for investigation. Draeger was able to provoke the reported symptom by moving a flex-strip cable at the interface connector of the gas dosage module. Both flex cable and pcb have been replaced and the error condition could not be duplicated anymore. Draeger finally concludes that the device has responded to the error condition as designed - ventilation was shut-down and the user was alerted to this condition by corresponding alarms. The airway system is being opened in such case to allow spontaneous breathing. No similar issue was reported from the field so far.